Event description:
Electric hand piece head overheated in the mouth even with adequate and excess amounts of water running through it causing a burn on the buccal mucosa of the left cheek while prepping a tooth for a bridge. Additional info: diagnosis or reason use: prep teeth.